Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with cracked case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 464 mg/dl at the time of call. Customer also reported that the battery compartment was cracked. Customer was declined troubleshooting for high blood glucose and troubleshooting was performed for damaged. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.